Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The same day, the patient began treatment with intraperitoneal (ip) injection ceftazidime (1 gm daily for 14 days) and ip injection vancomycin (1 gm every fifth day for 14 days) for peritonitis. Six days after event onset, the patient began treatment with ip injection imipenem (dose, route, duration and frequency not reported) and ip injection ceftazidime (500 mg, daily for 14 days) for peritonitis. Dianeal therapies were ongoing. At the time of this report the patient remained hospitalized and was recovered from this peritonitis event. No additional information is available.